Event description:
Account said that he was doing a pm on the bed and found that the bed exit system would not alarm. Account said that no one was injured.

Manufacturer narrative:
Account said that the bed exit system alarmed when he unplugged the tape switches. Account replaced the tape switches and the bed exit functioned properly. He had scrapped the tape switches that were removed from the bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.